Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump had a minor scratched display window and case.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they experienced replace battery now and power loss alarm. The customer's blood glucose value was 300 mg/dl. The customer did not receive low battery alert prior to the replace battery now alarm. The customer stated that the battery cap was not loose, cracked or damaged. The product was returned for analysis.